Event description:
It was reported that following the implant of a transcatheter valve, upon withdrawing the delivery catheter system (dcs) and guidewire, the nose cone of the dcs caught onto the outer curve of the valve and the valve dislodged into the sinuses. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. Subsequently, a 23 mm non-medtronic (sapien) transcatheter aortic valve was implanted. Additional information was received that a pre-implant balloon dilation was not performed. Femoral access and a medtronic (confida) guidewire were used for the procedure. The valve was implanted into the native annulus using slow deployment. Prior to withdrawing the dcs, the wire was pulled back and the nose cone during removal favored the greater curve and became caught on the valve frame. The physician indicated the top of the frame appeared to be pulled on as well by the dcs.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon withdrawing the delivery catheter system (dcs) and guidewire, the nose cone of the dcs caught onto the outer curve of the valve and the valve dislodged into the sinuses. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. Subsequently, a 23 mm non-medtronic transcatheter aortic valve was implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.